Event description:
A break in the retention dome occurred during percutaneous removal. The indwelling period was about 6 months. The dome portion was removed using grasping forceps.

Manufacturer narrative:
The manufacturer has received the sample and it will be evaluated. Results are expected soon. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.